Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string broke upon removal of the tampon. She stated that the event happened with three tampons. Multiple attempts have been made to obtain further information. No further information has been received.